Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown. Sex/gender: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to hyperopic surprise whereby the incision was enlarged. There was nothing wrong with the device. There was an incision enlargement; however, there was no vitrectomy performed. There were no patient complications and the patient outcome was excellent.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece, model zkb00 intraocular lens. The lens was damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.